Event description:
Letter received by (B)(6) law offices, llp explained that personal injuries arose out of and as a result of a contaminated shunt.

Manufacturer narrative:
It is not clear and very unlikely at this point that the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow-up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.